Manufacturer narrative:
Analysis found that there was a residue consistent with biological contaminants on the device. A syringe was used to inflate the cuffs with 15cc of air and it leaked out immediately. Most of the biological contaminants were cleaned off for additional analysis. Under magnification, it was determined that there was a ¿u¿ shaped puncture in the approximate center of the cuff 0.05¿ wide. There were abrasions 2-1/8¿ long starting on the electrode contact and leading up to the puncture. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a distributor that the anesthetist found the balloons of two tubes were broken when running test after the intubation during a thyroidectomy procedure. Another tube was used to complete the surgery. The hcp noted that it was the initial use of both tubes. The surgery was delayed for about thirteen (13) minutes. There was no patient impact or injury.